Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 87 mg/dl. The customer stated insulin squirt out during manual prime. The customer was disconnected during prime and pump was not bumped or dropped and no water contact. The customer stated the drive support cap is not damage. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
Prime alarm during the basic occlusion test due to moisture damage on force sensor resistor. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. No moisture damage noted on electronics assembly.